Event description:
Procedure type: inguenal hernia repair. Customer reports that the balloon did not inflate when attempted by the surgeon. Used another device without further consequence. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).